Event description:
Stryker (B)(4) received a letter from solicitors regarding a (B)(6) female patient who underwent a primary hip replacement procedure to her left hip in 1995. The procedure was carried out at (B)(6). The solicitor reported that the patient then underwent a revision operation in 2006 at (B)(6). During this operation, the patient was implanted with a stryker exeter stem. The solicitor reported that on (B)(6) 2011, the patient felt pain in her left leg and hip. The patient was taken to accident and emergency at (B)(6) and it was reported that the stem that the patient received during the revision procedure in 2006 had sheared completely. The solicitor reported that the patient was therefore required to undergo a further operation to remove and replace the broken stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. The information in this report was submitted by a solicitor in regards to a legal claim. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured stem involving an exeter v40(tm). Short femoral was reported. The event was not confirmed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
Stryker (B)(4) received a letter from solicitors regarding a (B)(6) female patient who underwent a primary hip replacement procedure to her left hip in 1995. The procedure was carried out at the (B)(6). The solicitor reported that the patient then underwent a revision operation in 2006 at (B)(6). During this operation, the patient was implanted with a stryker exeter stem. The solicitor reported that on (B)(6) 2011, the patient felt pain in her left leg and hip. The patient was taken to accident and emergency at (B)(6) and it was reported that the stem that the patient received during the revision procedure in 2006 had sheared completely. The solicitor reported that the patient was therefore required to undergo a further operation to remove and replace the broken stem.